Event description:
Patient tracking received a tracking form via email reporting a system replacement. The reason for replacement was determined to be a lack of pain relief and no flow from the cap. This lack of flow was determined during a cap procedure. The devices were discarded after surgery.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: complaint: (B)(4).